Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the non-tortuous and mildly calcified subclavian artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.